Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
I was reported that during a rectum resection procedure, the device did not staple. Case completed with same like product. No pt consequence. No further info is available.